Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead had dislodged, which triggered unspecified oversensing and inappropriate shock. The lead was explanted and replaced. The patient was in stable condition.